Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via social media that the customer experienced high blood glucose. The customer blood glucose was 412 mg/dl. No further patient complications were reported. Troubleshooting was performed and the customer will continue use of the device.